Manufacturer narrative:
A ge service rep performed an on site investigation. The c-cam cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system could not produce x-ray due to a precharge circuit error. There is no report of death or serious injury associated with the complaint.